Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the nurse reports channel error events occur at the bedside and during patient transport. Per customer, no further information available, no products available for investigation. No patient harm reported. The issue was reported to bd associate during their site visit.